Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces on act button. No ramping numbers on the display and no audio/beep anomaly noted. Unable to confirm unexpected restart alarm, low reservoir alarm and unable to perform any tests due to button unresponsive. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm. Customer's blood glucose was 153 mg/dl. Device also had keypad issue. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.